Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming functional testing) was confirmed. Upon investigation, contamination was found on j1002aa & j1003aa components on the defibrillation board, potentially causing intermittent failures, as well as contamination on j1 & u201 components of the ca board. The root cause for the contamination was ingress of an unknown contaminant.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.